Event description:
The customer reported the system displayed a checksum error message and would not complete boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory. The system operates as intended.